Event description:
Site reported a burned communication cable on the back of their benchmak. No one was injured and patient care was not affected. The technician determined that a screw had accidentally breached a wire within the benchmark chassis upon installation of a slide carousel. Replaced. This breached wire caused a 24 volt short circuit within the chassis. The current flowed from the instrument to the computer work station to ground through the communication cable. The communication cable overheated because it could not sustain the current. The pvc cable shielding was damaged and showed signs of melting, but the pvc shielding did not actually burn. Vmsi has initiated preventive action to install grounding wires on instruments in the field that are not currently grounded. This grounding wire will prevent excess current from flowing through and consequently overheating the communication cable in the event a short circuit should occur in the chassis. Vmsi will send a follow-up report when all affected instruments have been retrofitted with a grounding wire.